Manufacturer narrative:
The investigation remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Update - the patient underwent revision to remove the rest of the insert on (B)(6) 2015.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient felt something was wrong. X-ray showed dislocation of tibial insert and a possibility of breakage. Arthroscopy (B)(6) 2015 showed breakage of tibial stem. The broken part was taken out through arthroscopy, the rest of the tibial insert is still in place. Patient now has fixed cast until further solution has been decided.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed the reported fracture. The hinge post fractured due to low-stress, high-cycle fatigue. There were no inclusions or other material defects noted that would have contributed to crack initiation or propagation. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.